Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator stopped working, and there was no alarm. The device was in clinical use when the issue occurred. There was no report of patient or user harm. When the device was evaluated, there was no problem found. The bme reported that they ran the device with a simulated patient for about an hour, and no problem was found. If additional information becomes available at a later date, a supplemental report will be submitted.